Event description:
The patient had 2 trial leads (from the same lot) implanted during her trial procedure. The patient underwent a procedure for a permanent scs system during which the patient began to breathe heavy, cough and experience shortness of breath. The patient was ventilated and the physician proceeded with the procedure. The patient was doing well postoperatively and the physician indicated the issue was not associated with the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.